Event description:
It was reported that the user performed a factory reset on the pump due to recurrent lows and difficulty managing glucose, after which the user contacted support for help reconnecting the sensor and re-entering codes; support guided the user through bluetooth toggle steps, re-entry of sensor serial and transmitter number, and the app then displayed a warm-up period. Symptoms included episodes of hypoglycemia with reported values in the 40s, incoherence, inability to stay up, and requiring assistance with oral carbohydrate intake. Outcomes included no lasting health consequences or impact following the event, and the user reported feeling improved after the reset. Investigation included communication with the user and spouse, analysis of information provided by the user, and review of available reports. Investigation of this case revealed insufficient information regarding a specific device malfunction or component involvement, and no findings were available to attribute the hypoglycemia to a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.